Manufacturer narrative:
Additional information received regarding the patient outcome. B2, b5, h1, and h6 updated based on the information received from the clinical site. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 75-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. No underlying medical history was shared. On the day of implant the patient was already on inotropes and vasopressors before pump use. The patient suffered limb ischemia on the impella limb and so the patient returned to the cardiac catheterization lab to place a fem-fem external bypass to perfuse the limb. The color of the leg had changed in appearance. No other intervention was done for the limb. The reported ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The decision was made to withdraw care and the patient expired after the 1 day of impella support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient experiencing limb ischemia due indwelling impella. Repositioning sheath in place. Physician brought the patient back to cath lab and performed an external fem-to-fem bypass. The patient remains on support.

Manufacturer narrative:
D6b explant date updated.